Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing, two short v-v sensed events of less than 220 ms are observed, one on the (B)(6) 2011 and one on the (B)(6) 2011. Interference/noise, high ventricular short interval counter (v-sic) counts are observed with 19428 counts on the lifetime counter. High sic can indicate the presence of noise or intermittency in the system.

Event description:
It was reported that there was a high number of short intervals counted from an unknown origin. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. It was also noted that the inner insulation of the lead developed a breach due to abrasion while in vivo.

Event description:
It was further reported that the lead has been explanted. No patient complications have been reported as a result of this event.